Event description:
FDA correspondence received indicated a patient reported that following abdominal surgery to repair failed colostomy reversal, surgeon prescribed installation of a vena cava trap due to previous deep vein thrombosis after a previous surgery. Physician installed a trapease permanent vena cava filter. ¿the patient suffered a bilateral massive lower extremity clotting event running from the tips of my toes all the way to my groin and hips with major surgical and pharmacological intervention blood circulation was reestablished from my hips to midpoints of my thighs. Tissue and bone from above my knees to my toes became critical. Both of my legs were amputated above my knees, my kidneys began to fail with the necrotic tissue degradation. I was in critical condition and was treated with several kidney dialysis sessions which eventually brought my kidneys back to nearly normal function. Patient doesn¿t know if the vena cava filter caused or contributed to the major clotting event. On the hand the filter may have saved his life. In any event patient left with two above the knee amputations and my seriously altered lifestyle. Diagnosis or reason for use: previous surgery caused deep vein thrombosis in calf/lungs.¿

Manufacturer narrative:
Please note that a patient code for amputation could not be found and this event is also being reported as a serious injury. FDA correspondence received indicated a patient reported that following abdominal surgery to repair failed colostomy reversal, the surgeon prescribes implantation of a vena cava filter due to a previous history of deep vein thrombosis after a previous surgery. The physician implanted a trapease permanent vena cava filter. Approximately one week after the implantation of the trapease filter, the patient described the following events: ¿I suffered a bilateral massive lower extremity clotting event running from the tips of my toes all the way to my groin and hips with major surgical and pharmacological intervention blood circulation was reestablished from my hips to midpoints of my thighs. Tissue and bone from above my knees to my toes became critical. Both of my legs were amputated above my knees, my kidneys began to fail with the necrotic tissue degradation. I was in critical condition and was treated with several kidney dialysis sessions which eventually brought my kidneys back to nearly normal function. I don¿t know if the vena cava filter caused or contributed to the major clotting event. On the other hand, the filter may have saved my life. In any event I am left with two above the knee amputations and my seriously altered lifestyle. Diagnosis or reason for use: previous surgery caused deep vein thrombosis in calf/lungs.¿ additional information obtained from the patient indicated that initially he ¿had a clot in one leg which they treated with clot busters and thinners. Then they decided to use the filter. They did all kinds of blood tests to see if there was anything hereditary but couldn¿t find anything¿ amputation occurred 10 days after filter implantation and the patient reported to have been hospitalized for two months approximately. Medications prescribed were not provided. The patient stated he is recovering at this time. A review of the manufacturing documentation associated with lot r1008304 presented no issues during the manufacturing process that can be related to the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot r1008304. The trapease permanent vena cava filter is indicated for the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy for thromboembolic diseases; emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced; and chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The indication for use in this patient was history of ¿previous surgery caused deep vein thrombosis in calf/lungs.¿ anticoagulation is the standard, recommended and effective treatment modality for venous thromboembolism. Venous thromboembolism (vte) is a condition that includes both deep vein thrombosis (dvt) and pulmonary embolism (pe). Dvt is the formation of a blood clot in a deep vein¿usually in the leg or pelvic veins. The most serious complication of a dvt is that the clot could dislodge and travel to the lungs, becoming a pe. Unfortunately, vte is common and can be deadly. Lower-extremity dvt has a 3% pe-related mortality rate. Patients with a pe have a 30% to 60% to chance of dying from it. In those patients who have a contraindication for anticoagulation, complications due to anticoagulation or thromboembolism while adequately anticoagulated, ivc filter placement remains a fundamental alternative for pe prophylaxis. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Therefore, thrombus in the filter does not represent a device malfunction. A vena cava filter that has become occluded with clot or thrombus may impair lower extremity venous drainage which predisposes patients to recurrent deep vein thrombosis (dvt). Symptoms of an occluded vena cava filter would be recognized before there is permanent injury to the patient. Symptoms include postural hypotension, lower extremity pain, swelling or tenderness, at rest or with ambulation. The skin may feel warm, look red or look discolored. If not treated this can damage valves in the veins that control blood flow, causing ankle and skin disorders, such as dermatitis (inflammation of the skin) and ulcers (open sores) possibly resulting in permanent venous damage. Hospitalization or interventional treatment may be required to treat the occlusion. The trapease IFU lists restriction of blood flow, occlusion of small vessel, and thrombus formation as possible procedural complications. The intended implantation site of the trapease filter as instructed in the IFU is below the lowest renal vein. There is no procedural information nor procedural films available for review to verify adequacy of filter implantation. Filter obstruction is listed in the IFU as a possible long-term complications associated with filter implantation. A review of the literature regarding occlusion rates indicated that vena cava filters exhibit a total or near total vena cava filter occlusion rate of 0.2% to 2.0% while some degree of filter thrombosis occurred in 0.4% to 18.6% of the filters placed. Some degree of thrombosis inferior to the filter occurred in up to 12.5% of patients who received a vena cava filter. The overall complaint rate for cordis filters evaluated in the last 7 years and indicated in the clinical evaluation report is 0.0025%, significantly lower than the rates shown in the literature search. Based on the information available for review, it is unknown what factors may have contributed to the large lower extremities thrombus formation, however, the patient indicated that he has a previous history of deep vein thrombus formation. The information provided does not detail what treatment was provided to the patient at the onset of lower extremity occlusion symptoms resulting in renal insufficiency and amputation of the lower extremities. The patient refused to provide his physician¿s contact information to investigate the events in more detail. The information provided indicated that the trapease filter functioned effectively containing the newly formed thrombus and preventing thrombus from reaching the lungs and causing an inevitable massive pulmonary embolism. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required at this time.

Manufacturer narrative:
Please note that the initial 3500a should have included the correspondence received. It is hereby attached. Initial event reported "a patient reported that following abdominal surgery to repair failed colostomy reversal, surgeon prescribed installation of a vena cava trap due to previous deep vein thrombosis after a previous surgery. Physician installed a trapease permanent vena cava filter. ¿the patient suffered a bilateral massive lower extremity clotting event running from the tips of my toes all the way to my groin and hips with major surgical and pharmacological intervention blood circulation was reestablished from my hips to midpoints of my thighs. Tissue and bone from above my knees to my toes became critical. Both of my legs were amputated above my knees, my kidneys began to fail with the necrotic tissue degradation. I was in critical condition and was treated with several kidney dialysis sessions which eventually brought my kidneys back to nearly normal function. Patient doesn¿t know if the vena cava filter caused or contributed to the major clotting event. On the hand the filter may have saved his life. In any event patient left with two above the knee amputations and my seriously altered lifestyle. Diagnosis or reason for use: previous surgery caused deep vein thrombosis in calf/lungs.¿ (B)(4).